Event description:
It was reported that a user in the first week of ilet pump use experienced recurrent hyperglycemia after meals despite alerting at first bite and consuming usual carbohydrates, with readings escalating to over 400 mg/dl on a later day; initial remote troubleshooting addressed potential infusion issues and advised monitoring and supply changes if glucose remained elevated, and the user was referred to a clinician for additional training. Investigation of this case revealed no observable device malfunction or component issue based on available data, and hyperglycemia was attributed to an unclear cause during early adaptation of automated insulin delivery. Symptoms included fatigue and a sweet taste sensation associated with high glucose. Outcomes included additional user training without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.